Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported the order set editor is not displaying "start time delay" although it is configured. There was no report of pt harm.